Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the buttons would stick and were hard to press at times. The customer stated that the screen had issues as well as had diminished battery life. The insulin pump would make grinding noise when rewinding. No harm requiring medical intervention was reported. The device will not be returned for analysis.